Event description:
The customer contact reported a leak. An unspecified primary tubing set was being used to deliver an unspecified medication at an unspecified rate, via a plum pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the secondary port of the primary tubing set for a piggyback delivery of an unspecified volume of rituxen 200mg, at a rate of 74.3ml/hr. It was reported that 2.5 hrs after the piggyback delivery was started, the customer contact reported an unspecified volume of solution leaked from the filter vent of the piercing pin of the secondary tubing set. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.